Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing nerve stimulation. It was noted that the right ventricular (rv) lead was causing the patient diaphragmatic stimulation in multiple positions. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.